Event description:
It was reported that the patient has experienced post-operative pain, swelling and limitation in daily activities approximately ten (10) years following knee arthroplasty. The patient was advised that the cause of inflammation was post-operative implant wear that may require revision at a later time. The patient is currently taking nonsteroidal anti-inflammatory drugs for pain management. Initial operative notes did not identify any complications. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - concomitant devices - nexgen stemmed precoat tibial component size 7 catalog #: 00598005701 lot #: 61507130, nexgen option femoral component size g right catalog #: 00599401792 lot #: 61202487, nexgen straight stem extension 11mm x 100mm catalog #: 00598801011 lot #: 61433996, nexgen straight stem extension 10mm x 100mm catalog #: 00598801010 lot #: 61314470.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen legacy constrained condylar knee tibial component, catalog #: ni, lot #: ni. Unknown nexgen legacy constrained condylar knee femoral component, catalog #: ni, lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has experienced post-operative pain, swelling and limitation in daily activities approximately ten (10) years following knee arthroplasty. The patient was advised that the cause of inflammation was post-operative implant wear that may require revision at a later time. The patient is currently taking nonsteroidal anti-inflammatory drugs for pain management. Attempts have been made, however, no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and medical records, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.